Event description:
Complainant alleged that while attempting to defibrillate patient (age & gender unknown), during surgery with internal handles, the device would not discharge. The clinician then reconnected the device to the internal handles and were able to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.